Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 300 mg/dl. Pt then injected 50 units of insulin. Pt's family member helped to test after the insulin was inject and their blood glucose was coming down. Pt then began to feel light headed and passed out. Paramedics performed a blood glucose test on their meter and the result was 26 mg/dl. Pt was taken to the hospital and admitted.